Event description:
It was reported that the additional fresh gas outlet (afgo valve sub-test failed during the system check out tests. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
Our company field service engineer (fse) investigated the anesthesia workstation at the hospital and concluded that the expiratory channel printed-circuit board (pcb) was faulty and needed to be replaced. After replacing the expiratory channel pcb, the machine was returned to service after successful functional and safety tests. The replaced expiratory channel pcb was returned for investigation and the reported system check-out tests (sco) failures were initially reproduced. During simulated-use testing in ventilation mode, the flow measurement was not affected, which showed that the fault was a measuring issue. During additional tests that were performed at a later stage, the issues could no longer be reproduced. Attempts to provoke the fault by using heat and cold, were made without success. The received device logs confirmed the reported failures of the o2 flush and additional fresh gas outlet (afgo) valve sub-tests during the sco but do not reveal why the failures occurred. Since we were only initially able to reproduce the fault, our conclusion is that the nature of this fault is intermittent, and we have therefore not been able to determine the root-cause for the reported sco failures.

Event description:
(B)(4).